Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient reported that the battery takes too long to charge and they would have to charge it every day when on hd settings so they are trying to get it replaced. The patient stated this had been happening since last year sometime in 2017. Patient reported no falls or trauma. No further complications were reported/anticipated.